Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading was 140mg/dl. The customer was stated that they leading vomiting, dehydration symptoms. Customer started that the auto mode featured was not active at the time of high blood glucose event. Customer was reported that the time of hospitalization event feeling sick and unwell reason of hospitalization diabetic ketoacidosis. The insulin pump will not be returned for analysis.